Event description:
The customer reported the system failed to display fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. However, the system has not been repaired. The findings were communicated to the customer. No add'l info has been disclosed.